Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock as a result of oversensing the patient's t-waves. Additionally, device feature, smart pass was disabled as a result of sensing low amplitudes with the current programmed settings. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.